Manufacturer narrative:
The reported incident that screwdriver blade, cannulated was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by too high torsional forces during final tightening. The visual investigation of the inner blade revealed that the tip of the cannulated screwdriver blade is indeed completely broken off. This clearly indicated high mechanical force had been applied during final tightening (possibly hard bone) which finally resulted in the tip breakage. The fracture surface shows the appearance of a ductile forced rupture from torsional overload. Some residues / blood / corrosion are clearly visible which may have also had an influence on these reported breakage. Note a (B)(4) has been initiated in order to further improve the current design. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The surgeon reported to our sales rep, that during his case, the head of the screwdriver broke off while final tightening of the implant. He had to remove the broken fragments out of the head of the screw and used the second screwdriver that was in the set. No impact on patient and there was a 15 minute delay.

Event description:
The surgeon reported to our sales rep, that during his case the head of the screwdriver broke off while final tightening of the implant. He had to remove the broken fragments out of the head of the screw and used the second screwdriver that was in the set. No impact on patient and there was a 15 minute delay.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.